Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced mesh failure, hernia recurrence, mesh adhesions, bowel complications, scarring, disfigurement, defective device, psychological/emotional injuries, loss of enjoyment of life, permanent physical disability, and chronic pain. Post-operative patient treatment included revision surgery.